Event description:
Ous MDR - it was reported that oversensing on the right ventricular channel was detected via home monitoring. Inappropriate shocks were delivered until eos status of the ICD occurred. The lead and the ICD were replaced. The lead was not returned, but the ICD was. No other adverse patient side effects were reported.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The evaluation of the returned data showed no anomalies with respect to possible lead complications. However, based on the information available for analysis, no conclusion can be drawn regarding the clinical observation.